Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 20-oct-2023, the following additional information was obtained: the green sureform 45 reload was received and investigations completed. Failure analysis investigations found the reload to have mechanical indentation damage to the blade. On 26-oct-2023, the following additional information was obtained: the sureform 45 stapler instrument has been received and investigations completed. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have repeated clamping failures based on a log review. The instrument failed initialization so testing was not possible. The root cause of functional test fail - clamping failure is not determinable/applicable. Additionally, the instrument was placed on the in-house system and failed initialization on three out of three attempts. The root cause is not determinable/applicable.

Manufacturer narrative:
On 15-nov-2023, the following additional information was obtained: further investigation did not confirm initial findings for the sureform 45 stapler instrument. The logs were reviewed, and no unclamping failures were observed. All unclamp events were shown as successfully completed per the logs; however, firing and unclamping forces on install 5 were fairly high. Log shows 4 incomplete clamps on install 4 that were followed by 5 successful clamps. This does not meet the criteria for a clamping failure, as clamping was possible on subsequent attempts. There were no errors in the system logs for this procedure, indicating the mrk was not used. The sureform 45 stapler instrument was re-installed on an in-house system and failed to initialize with the system on each attempt. Clamping and unclamping functionality testing could not be performed due to the repeated initialization errors. During visual inspection, the manual extension of the instrument I-beam was attempted, but could not be extended using the bevel gear in the backend. Visual inspection of the distal components reveals damage to the I-beam sleeve. A large portion of the sleeve was not secured to the I-beam assembly and was not visible through the clamp indicator window. Instrument was fully disassembled in order to determine the location of the damage. Disassembly revealed that the I-beam sleeve became bunched at the outer snake wrist tube. The sleeve was torn, and lamination of the sleeve had become detached during the extension and retraction of the I-beam during use. Pieces of the sleeve were seen at the crotch of the jaws, likely from being split during retraction of the I-beam. It is possible that the damage and bunching of the I-beam sleeve occurred during the firing on install 5, increasing the force required to move the I-beam. Increased resistance and high drivetrain friction likely led to the initialization failures experienced during in-house testing of the returned device.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the sureform 45 stapler instrument jaws became stuck closed on rectal tissue. The issue occurred on the fourth fire with a green reload. As the entire rectum was being removed, the instrument was removed with the tissue. Per the surgeon, there was no effect to the grasped tissue and no unexpected tissue removal. The instrument did not have any particular inspection prior to use.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The investigation is in progress. Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument involved with this event but has not completed the failure analysis evaluation. A follow-up MDR will be submitted post-failure analysis evaluation and if additional information is obtained. A review of the advanced stapler log showed the sureform 45 stapler was installed on the system five times and fired four reloads (1 blue, followed by 3 green). Instrument logs do not show details of install 1, however search results show the instrument successfully engaged. The instrument was recognized, however the reload color was not recognized before the instrument was quickly removed and reinstalled a second time. On install 2, the system failed to detect the reload color, and the user manually selected the blue reload via the gui [graphical user interface] on the ssc [surgeon side console] touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. On install 3, the first 2 clamp attempts were incomplete, stopping at about 61% and about 63%, respectively. The next 2 clamps were successful, and the firing was completed with 1 pause for compression. On install 4, the first 4 clamp attempts were incomplete, ranging from about 59% to about 62% completion. The next 5 clamps were successful, and the firing was completed with 1 pause for compression. On install 5, the first 2 clamp attempts were successful, and the firing was completed with 3 pauses for compression. There were no errors pertaining to this stapler in the system logs. A review of the system log was performed and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.